Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed and resulted in pacing inhibition. In addition, a decrease in lead impedances were observed. The rv lead was then surgically abandoned and replaced. Insulation damage was found on the lead. No additional adverse patient effects were reported.